Event description:
The patient had a post operative breakage of a suture two days following corneal transplant. Follow-up information received indicated that four stitches out of a total of 16 were found broken. Patient returned to ophthalmogist to have stitch removed and re-suture surgical site. Patient reports current status as fine.